Event description:
The company was made aware that the patient developed infection at the skin flap of the implant site. The patient was previously treated with amoxicillin and augmentin. The patient's device was explanted. The patient continues to be treated for the infection.